Manufacturer narrative:
The customer¿s report that the extension tubing set leaked at the connection to the primary tubing set was not confirmed. Visual inspection of the as-received set observed residual blood at the set¿s male luer. No anomalies or evidence of damages were observed during initial visual inspection. Functional testing did not to replicate any leaks with the returned set. Pressure testing also found no anomalies. The primary set, pcu, and pump devices that were in use during the customer event were not returned for evaluation. Model mp5303-c's female and male luer ports were measured and found to be within iso standards. The root cause of the customer¿s experience was not identified

Event description:
It was reported that the extension tubing set leaked at the connection to the primary tubing set. The primary tubing set did not leak. Although there was a slight delay in treatment while the device was stopped and restarted, as well as blood leaked onto the patient's clothing, there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the extension tubing set leaked at the connection to the primary tubing set. The primary tubing set did not leak. Although there was a slight delay in treatment while the device was stopped and restarted, as well as blood leaked onto the patient's clothing, there were no adverse effects caused to the patient from the event.